Event description:
As reported, per medical records & legal claim: (b0(6) 2007: the patient was diagnosed with a ventral hernia and underwent repair with implant of a sepramesh. Per the implant op report, ¿there were defects along the midline of the fascia as well as at a previous ostomy site to the left side. A piece of 8¿ x 12¿ sepramesh was cut to fit the area of repair.¿ (B)(6) 2013: the patient was diagnosed with a ventral hernia and underwent an abd wall reconstruction with component separation and ventral hernia repair with biologic mesh (non bard/davol ¿stattice¿). Per the operative details, ¿the mesh (sepramesh) became visible, and in areas that were free of intestine, the mesh was opened to allow for exploration of the abd cavity. The majority of the adhesions were fairly loose, lending themselves to blunt dissection. In several locations, mainly at the point of mesh securement using ticron sutures and at areas where the mesh was kinked, there were very dense adhesions. All bowel adhesions to the undersurface of the mesh were taken down. Once the mesh was clear of intestine, we proceeded to excise the mesh from the undersurface of the abd wall.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: addendum to the original report. This supplemental emdr is being sent to provide the correct product identifiers for the sepramesh ip device. Corrected fields: d4. Updated fields: g1, g2, g7, h2, h11.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records & legal claim: (B)(6) 2007: the patient was diagnosed with a ventral hernia and underwent repair with implant of a sepramesh. Per the implant op report, ¿there were defects along the midline of the fascia as well as at a previous ostomy site to the left side. A piece of 8¿ x 12¿ sepramesh was cut to fit the area of repair.¿ (B)(6) 2013: the patient was diagnosed with a ventral hernia and underwent an abd wall reconstruction with component separation and ventral hernia repair with biologic mesh (non bard/davol ¿stattice¿). Per the operative details, ¿the mesh (sepramesh) became visible, and in areas that were free of intestine, the mesh was opened to allow for exploration of the abd cavity. The majority of the adhesions were fairly loose, lending themselves to blunt dissection. In several locations, mainly at the point of mesh securement using ticron sutures and at areas where the mesh was kinked, there were very dense adhesions. All bowel adhesions to the undersurface of the mesh were taken down. Once the mesh was clear of intestine, we proceeded to excise the mesh from the undersurface of the abd wall.